Event description:
It was reported that a pump was alarming for a system error 322. The issue was verified through testing. There was no pt incident.

Manufacturer narrative:
MFR ref no: (B)(4). Baxter received and evaluated the device. The reported symptom system error 322 was confirmed and reproduced. However, the specific component could not be identified. Eval of known contributors to system error 322 led to the determination that the upper and lower aux were the failing components. As a result, the upper and lower aux were replaced.